Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions) one image was provided and reviewed. Customer report of calcific degeneration leading to restricted leaflet mobility, mild regurgitation and moderate stenosis was unable to be confirmed through imagery evaluation. Image showed outflow view of an explanted valve, suture holes were visible at the sewing ring. A white unknown tissue/material was visible on the leaflets next to one of the posts and on the sewing ring. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it was sent for culture. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in australia, a 7300tfx27 valve model implanted in mitral position was explanted from a 55-year-old patient after an implant duration of seven (7) years and eleven (11) months due to calcific degeneration leading to restricted leaflet mobility, mild regurgitation and moderate stenosis. Reportedly, patient presented with dyspnea and fatigue. Another 27mm bioprosthetic valve was used in replacement. Patient was noted to be recovering after the redo surgery.